Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break and difficulty removal were encountered. The target lesion was located in the left anterior descending artery. After dilatation using a 1.2mm x 12mm threader catheter, the physician noticed that the device was hard to remove from the body and it broke in a half. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported.